Event description:
This spontaneous case was received on (B)(4) 2014 from a nurse and concerned a (B)(6) female pt. The pt's medical history was not reported. The pt's concomitant medications included trazodone and glucosamine. On (B)(6) 2014 the pt was administered perlane l in the form of hyaluronic acid and lidocaine 0.25 ml injection into the marionette lines for aesthetic purposes. A 1 ml syringe was used for the procedure. The batch number used was 12731 and expiration date was nov 2016. On the same day ( (B)(6) 2014) after administration of perlane-l, the pt experienced swelling at the injection sites. The reporter stated that the pt denied experiencing a fever, redness, or any other side effects. On (B)(6) 2014 the pt contacted the physician's office because an oral antibiotic because she was experiencing pus along the injection area of the marionette line. The pt was started on keflex 500 mg, one capsule orally three times daily for seven days. On (B)(6) 2014 the pt stated that her swelling had improved, and that she no longer had any drainage at the injection site. On (B)(6) 2014 the physician saw the pt and there was a palpable firmness located on the right side of the injection site. At this time, it was not confirmed in the pt had a facial nodule. The reporter did not provide a causality assessment. Additional info has been requested for this report. No further info was provided.